Manufacturer narrative:
It was possible to verify the reported failure (skin damage) based on the photos provided by the customer. Electrode peel force test was conducted on rentention samples which met requirements. Review of manufacturing records for the affected lot showed no deviations. The skin damage on patient's skin could be due to delicate or dry skin where the adhesion between electrode and skin was strong resulting in excessive mechanical stress of the skin that lead to epidermal skin stripping upon removal. Production and quality personal has been informed of the issue to heighten their awareness regarding the problem.

Event description:
On december 11th 2023 ambu received a complaint concerning an 8 days old neonate with a skin damage on the thigh where an ambu blue sensor brs had been attached. The skin damage was treated by patching. Pictures were attached, which confirmed the skin damage.

Manufacturer narrative:
New information received 2024-01-19, the mexican distributor informed that the customer recognized they misused the electrode by placing a product on the patient's skin. The customer withdrew the report. Based on the new information received the investigation was accordingly updated with the following information: the user has misused the electrode by placing another product on patient's skin during electrode application, hence we could only suspect that the skin damage was due to interaction of the product to the patient's skin. The investigations findings (c) and investigations conclusions (d) in h6 have been added the codes 4248 (c) and 18 (d), to reflect the updated information.